Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter at 8:54 a.m. Was 4.2 inr. The result from the laboratory at 2:00 p.m. Was 2.9 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The result from the laboratory was believed to be correct and no changes were made to the customer's warfarin dose. No medical treatment was necessary. There was no allegation that an adverse event occurred. The customer is in stable condition. The meter and test strips were requested for investigation. The customer is not anemic, has no antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The customer is not taking any new medications, has no new illnesses, had no diet changes and is not experiencing any bleeding or bruising. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention strips. Testing results: masterlot strips: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%.